Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a tip of the sensor filament was left in his arm on (B)(6) 2019. The customer further reported he experienced pain and required medical attention for the removal of the sensor tip from the customer's arm. The customer had contact with a doctor who removed the sensor tip and no further treatment or medication was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) was returned and investigated. Visual inspection was performed on the returned sensor; no issue observed. The sensor plug was returned and properly seated in mount. Performed visual inspection on the returned sensor pack and applicator, no issues were observed. No malfunction or product deficiency was identified.

Event description:
A customer reported that a tip of the sensor filament was left in his arm on (B)(6)2019. The customer further reported he experienced pain and required medical attention for the removal of the sensor tip from the customer's arm. The customer had contact with a doctor who removed the sensor tip and no further treatment or medication was required. There was no report of death or permanent impairment associated with this event.